Manufacturer narrative:
H3: the surgical arm was returned for analysis. Analysis determined that there were confirmed failures with the surgical arm. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: pn: asm0206, sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the right l3 screw had a lateral shift. There was no known impact to the patient outcome. Additional information received from a manufacturer representative reported the right l3 was lateral and superior and the right l4 was superior. Those screws were removed and right l3 was replaced with a newly planned trajectory, but it was still superior. The patient was reregistered, and the right l3 was placed under fluoro with the surgical arm, but it was still a little lateral and also superior. There was no patient harm and the procedure was delayed less than one hour. Additional information was received stating that trajectories were deviated between 3.5 and 10mm. The screw was revised with the system successfully after a second registration. It was confirmed that the patient did not experience any symptoms. There was a delay of 30-45 min to the case.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. At the time of the system checkout the surgical arm was replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: pn: asm0206, sn: unk medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.